Event description:
Event description guidant received information that this left ventricular lead was suspected to have dislodged due to an increase in pacing threshold measurements one day post implant, from 0.8 v @ 0.5 msec. To 4.0 v @ 1.0 msec. It was later reported that the right ventricular lead had also had a rise in pacing thresholds, and the right ventricular and atrial leads required repositioning due to dislodgement. No adverse patient effects have been observed. During the lead revision procedure, the helix of the atrial lead was unable to be retracted, therefore, the lead was surgically abandoned.